Event description:
A physician reported a pt who was implanted in the lip lines in 7/97. In 7/97, the pt developed severe redness and swelling at the implantation sites. Intralesional triamcinolone, oral antihistamine and corticoid were prescribed. The physician believed the symptoms were product related.